Event description:
The customer states that one patient sample generated a false positive result of 0.31 ng/ml with the architect stat troponin-I assay. The sample generated a result of 0.00 ng/ml on the I-stat platform. The customer uses a positive cut-off value of 0.04 ng/ml for both platforms. The customer states that no unnecessary treatment was given to the patient based on these results.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
Aware date for initial MDR report corrected from (B)(4) 2011 to (B)(4) 2011. The evaluation consisted of an accuracy protocol using in-house retained kits of reagent lot 03031un11, testing an in-house panel of samples with a known concentration of troponin. Panel results were within specification, demonstrating that the assay can accurately detect a known concentration of the troponin analyte. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the customer's current issue. Based on the results of the current evalutation, the architect stat troponin-I reagent, lot 03031un11, is performing as intended. No product deficiency was identified.